Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The device was returned for sticky pins. During investigation, the secondary pin was experiencing severe drag as well as the upper left loading pin. The seals and channels were inspected and found a severe buildup of residue, including deposits on the loading pins. The residue did not go beyond the lip seals but they were covered in residue.

Event description:
The following has been reported: pump issues for review: no injuries or therapy interruptions reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.